Manufacturer narrative:
Device was returned for evaluation. Device was evaluated for the reported issue of ¿the tissue pad became dislodged from the grasping section, and a note stating the plastic between the jaws melted¿. Visual inspection was performed as received on the used device; there are tissues built up. The ptfe pad (teflon pad) was inspected and found worn out, split at mid-section, lifted up exposing metal beneath, however it was not suspected to be missing. There are charred stains on the distal side of the jaw, and one scrape mark on the gold insulation of the jaw. The probe is intact however it was charred due to thermal damage. The device passed the high-frequency output verification and the probe check. Both switches were checked and are functional. The wiper movement is normal. The consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is normal and smooth. In addition, both new devices were checked and passed the inspection. Based on the investigation findings and similar reported complaints, the damage found on the grasping section is due to mishandling. The cause of the teflon pad melting is the result of no tissue or insufficient between the probe and jaw when the device is activated, or kept activating the output after a transection of tissue was done. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The user facility informed the company sales representative that the tissue pad became dislodged from the grasping section of the hand piece and fell into the patient. It was also reported that the item was recovered from patient. Furthermore, the user facility reported that the jaws was melted. There was no patient injury reported.